Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
E1 phone number: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter cap for the blood gas syringes leaks blood after sampling. The event date is (B)(6) 2025. There was patient involvement. There has been no report of patient harm.